Event description:
It was reported that the patient has not experienced therapeutic effect. The morphine dose was increased which has not helped to control her pain. The reporter indicated that "it's been a year now and is still taking oral medications". The patient underwent an MRI of the lumbar spine in 2008 for history of "persistent back pain; previous fall" (date not provided). The MRI impression was reported to be : no significant compression deformity or marrow edema; degenerative changes at l5-s1, combination of facet disease, moderate sized disc bulge somewhat more prominent to the right. Results in mild canal and left neural foraminal stenosis, moderate to severe neural foraminal stenosis on the right." The patient underwent a thoracic spine MRI at about three months later. Per the MRI report: evaluation of the axial imaging showed no evidence of herniated, nucleus pulposus or significant stenosis. There was an approximate 4 mm nodule at the t9 level which was noted along the dorsal aspect at the canal to the right of midline which appeared to be contiguous with the catheter. This was reported to be consistent with a small granuloma at the end of the catheter tip. There was no evidence of significant compression deformity, subluxation or herniated nucleus pulposus. The managing hcp and concerns regarding the accuracy of this diagnosis of granuloma. Additional info has been requested from the hcp, but was not available as of the date of this report. This patient was identified as one of 3 patients referenced originally in MFR's report #: 2182207200805483.